Event description:
It was reported by the affiliate that during a CABG procedure the tissue pad came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.